Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system on site and confirmed that the system would restart when attempting to log into ear, nose and throat (ent) software. The representative deleted and reloaded the ent software and the issue resolved. A full system check-out was completed and full system functionality was confirmed. The system was returned to service. No parts were replaced. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while preparing for a case later in the week, the site experienced an unexpected shutdown of the navigation system when attempting to use the ear, nose and throat (ent) software. Cranial software was used without issue. During testing the system experienced several unresponsive issues and then another unexpected shut down. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue as the computer for the navigation system was replaced and returned, as indicated in MDR (B)(4). The software functioned as designed.